Event description:
In (B)(6) 2010, at the (B)(6), the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient went to the hospital for a coronarography. On arrival, it was noticed that the effluent was cloudy but the patient had no complaints of abdominal pain. On (B)(6) 2010, biological investigations were performed on the peritoneal effluent, and (B)(6). The physician diagnosed the patient with aseptic peritonitis. The patient did not require hospitalization, and there was no break in aseptic technique. On (B)(6) 2010, the patient was treated with cefacidal (cefazoline) 1g intraperitoneal (ip) daily and fortum (ceftazidime) 1g ip daily for two days. Then oflocet (ofloxacine) orally for (B)(6) (dose not reported). On (B)(6) 2010, the patient went to the hospital for training on automated peritoneal dialysis (apd). On arrival, the effluent was cloudy. (B)(6). The physician diagnosed a second episode of aseptic peritonitis. The patient was not hospitalized, and there was no break in aseptic technique. On (B)(6) 2010, the patient was treated with cefacidal 1g ip daily and fortum 1g ip daily for (B)(6). At the time of reporting, cefacidal and fortum remained ongoing. It was not reported if the first episode of aseptic peritonitis resolved, and it was unknown if the second episode resolved. Pd therapy continued. The patient's medical history and concomitant medications were not reported. According to the nephrologist, aseptic peritonitis was related to the peritoneal dialysis solutions but the physician could not suspect one product in particular. The patient recovered on an unspecified date. Pd therapy continued without change.

Event description:
A patient reported blood glucose results of "80 mg/dl", "60 mg/dl", "185 mg/dl" and "57 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.